Manufacturer narrative:
(B)(4).

Event description:
The nurse stated they received questionable results from coaguchek xs meter serial (B)(4). At 10 am, the result from the patient's right hand was 5.8 inr. The result from the patient's left hand was 3.3 inr. Both results were accompanied by a "c". There was no allegation of an adverse event. The patient has a history of anemia and was taking iron supplements. The patient was not on heparin, lovenox, thrombin inhibitors, and had no antiphospholipid antibodies. The patient was currently on antibiotics, had a decreased diet for about last four months, and had no bruising or bleeding. The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 27216321) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
Customer returned meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.3 inr. Donor 1 hct: 46%, donor 2 hct: 49%. Testing results: donor 1: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.3 inr, customer meter with customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The result of 5.8 inr was not found in the meter memory on 1823260 2018. No information was provided in the complaint case that would point to a cause for the result discrepancy.